Event description:
Cidex opa (ortho-phthalaldehyde) became too warm in facility this summer due to air conditioning being timed off over night. Solution temperatures over 80 degrees f caused volatility which burned nose and sinus of tech so badly when pan was opened, that sense of smell was lost for remainder of day. Problem repeated until solution was kept cool. Product literature does not caution users to keep solution cool to avoid harm.